Manufacturer narrative:
A follow-up report will be submitted once an investigation is conducted or additional information is obtained. The manufacture date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor's alarm was not functioning and during troubleshooting it was determined that customer's phone model was not compatible. Customer experienced symptoms of hypoglycemia, loss of consciousness, and seizure and required treatment with glucagon injection and insta glucose gel by healthcare provider. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc freestyle libre 2 sensor's alarm was not functioning and during troubleshooting it was determined that customer's phone model was not compatible. Customer experienced symptoms of hypoglycemia, loss of consciousness, and seizure and required treatment with glucagon injection and insta glucose gel by healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. An attempt to replicate the user's complaint was performed using a known good freestyle libre 2 sensor and both android and ios, and it has been determined that the alarms functioned normally, provided that all appropriate notification, sound, battery, and bluetooth settings were enabled. Based on the provided information, product quality engineering was able to determine that the app was functioning as intended, however, it is unknown if all required settings were enabled correctly in the user's mobile device. The available trending of complaint data was reviewed for freestyle librelink and the reported complaint for the last year. The review showed most complaints received for this issue were due to the use of incompatible mobile devices or operating systems. If additional information is received, the case will be re-opened, and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.